Event description:
A caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level mentioned. Technical support provided guidance on resetting the pump, and after following the instructions, the caller was able to successfully start their sensor session without encountering the error again.